Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had "malfunctioned" and they had received multiple shocks. Patient also stated their right ventricular (rv) lead "stopped working." Follow-up was completed but no further information was able to be ascertained. Patient stated that the device and lead had been removed and replaced several years ago. No further patient complications have been reported as a result of this event.